Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the patient was on 35lpm 50% fio2, a yellow alert came up that the oxygen sensor needed to be calibrated. It would not pass the calibration and the alert went from yellow to red. As I was trouble shooting that a yellow alert came up that said check for blockage. I checked the circuit attachment and vent and realized no flow was being delivered to the patient, and then a minute or two later the vent screen went black and a red alert said safety shut down. I removed the patient from the t1 and had to use a flow meter in the helicopter that was only capable of delivering 20lpm. Luckily the patient tolerated all of this well, but did decompensate briefly. No health consequences or impact.

Event description:
The following was reported to hamilton medical ag: the patient was on 35lpm 50% fio2, a yellow alert came up that the oxygen sensor needed to be calibrated. It would not pass the calibration and the alert went from yellow to red. As I was trouble shooting that a yellow alert came up that said check for blockage. I checked the circuit attachment and vent and realized no flow was being delivered to the patient, and then a minute or two later the vent screen went black and a red alert said safety shut down. I removed the patient from the t1 and had to use a flow meter in the helicopter that was only capable of delivering 20lpm. Luckily the patient tolerated all of this well, but did decompensate briefly. No health consequences or impact

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).